Manufacturer narrative:
(B)(4). Batch #: 215a09. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the articulation mechanism damaged and with no reload present along with the device. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged and the articulate rack was found broken as part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted, the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. The damage observed is related to improper use of the device. The damage to the gear teeth is possible that the device was articulated beyond its articulation stop resulted in instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a rectal ca, stoma prolapse. The instrument could not be closed, then change to another instrument everything ok no patient consequences